Event description:
A 53-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage c) was supported with an impella cp via left femoral arterial access. During support, the device functioned as intended at p-3 with flow of 1.7 l/min using d5w sodium bicarbonate purge solution. The patient developed oliguria with urine output <30 ml/hr and dark urine. At the time of device removal in the operating room on (B)(6) 2026, the activated clotting time (act) was >300 seconds, and persistent bleeding from the femoral access site occurred during closure. Vascular surgery performed a surgical cutdown and vessel repair to achieve hemostasis. The contributing factors included supratherapeutic anticoagulation and reported shallow device position. The patient survived and was subsequently escalated to impella 5.5 support via right. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in h4 (device manufacture date). Upon review, it was identified that it was inadvertently omitted from the initial report.